Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead, right ventricular (rv) lead, left ventricular (lv) lead, and right ventricular (rv) lead had out of range impedance measurements caused by electromagnetic interference. It was noted that the patient had an ablation procedure at the time of the impedance measurement. The impedance measurement is within normal range and all of the leads remain in use. No patient complications have been reported as a result of this event.